Manufacturer narrative:
Evaluation - customer complaint could not be confirmed. Inspection of the returned device did not identify any issue with the device. Visual inspection indicated that there was no damage to the device. The inner assembly rotated freely and the seal ring was seated properly. To test the window lock functionality, the device was fitted into truclear handpiece. The device seated and latched correctly in handpiece. The device window locked correctly. The fluid flow during window lock was inspected by connecting the device to a truclear handpiece and truclear control unit. The suction outflow was connected to a vacuum pump set to a pressure of 300 mmhg, the flow rate test result indicated the device met performance requirement. No further action is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in-office polypectomy the physician was trying the window lock on the device but was unable to lock. A backup was used to complete the procedure. No patient impact was noted.